Event description:
A physician was attempting to use a hawkone atherectomy device for the treatment of a calcified lesion in the mid right common femoral artery. There was severe calcification and mild tortuosity. The vessel was pre an post dilated. The IFU was followed. A 6mm embolic protection device was used. There was no resistance met during advancement. It was reported during the procedure the cutter driver was found to be damaged. The catheter did not experience difficulty locking into the cutter driver. It was possible to turn off the thumb switch. The cutter driver did not stop functioning while device was in use in the patient. The device safely removed from the patient. Another device was used to complete the case.

Manufacturer narrative:
Product analysis a visual inspection showed that the proximal end of the housing was stretched distal to the anchor pockets but not fully detached. The proximal end of the tecothane was also loosened from the housing medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.